Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the aortic body landed distal to the intended landing zone; iliac limb stent grafts were then deployed in the ipsilateral and contralateral iliac vessels. During subsequent demate and withdrawal of the aortic body delivery system from the stent graft, the previously implanted iliac limb stent graft displaced proximally within the aortic body stent graft; it was then observed that the contralateral iliac limb had been inadvertently deployed in the ipsilateral leg of the aortic body stent graft. The physician used multiple methods to cannulate the contralateral leg of the graft, but was unsuccessful due to the proximal displacement of the iliac limb in combination with a narrow native aortic bifurcation. The patient was converted to an aorto-uni iliac (aui) with a fem-fem bypass to ensure flow to the extremities. The final angiogram showed the presence of a small type ia endoleak which could not be resolved following the placement of an aortic cuff. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.